Event description:
It was reported that the customer experienced a cartridge alarm 30 with their pump, and similar alarms occurred with consecutive cartridges. There was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support decided to replace the pump, and the customer was advised to use multiple daily injections (mdi) as backup therapy. Instructions were provided on how to put the pump into storage mode and return it using a pre-paid label. The customer understood and acknowledged the instructions, and a replacement pump was sent.